Manufacturer narrative:
One 23ga vit cutter and a bl5523wv pack label from lot v9811 were returned in a plastic bag.visual examination found the tubing wadded up, the tip protector is missing and the needle is bent. Fluid is visible in the aspiration line. The port window is in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter started to cut but could not aspirate and it appeared to be clogged. Due to evidence of use, the source and origin of the clog and the cause of the bent needle tip cannot be determined. The lot/device manufacturing records were reviewed and found to be acceptable. A review of the complaint database revealed no other complaints have been logged against lot #v9811. The lot/device history review and trend analysis was considered acceptable and the product is performing within anticipated rates. Due to the conditions in which the product was returned, the root cause cannot be determined.

Manufacturer narrative:
The device involved in the reported event was requested however it was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable.

Event description:
A report from a user facility in the (B)(4) stated that the cutter would not cut. All connections on the machine were checked and tightened but still the cutter would not work. The cutter was replaced and the procedure was completed without any patient impact.